Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been having an issue with his device. It was mentioned that they thought the idea of the device would send patient a sensation to let him know it was time to go to the bathroom. It was reported that the patient was currently not feeling stimulation and wanted to turn stimulation up. It was further reported that their healthcare professional had taken patient off pills that helped patient hold bladder long enough to get to restroom because the ins should resolve issue, but the patient has had a return of symptoms of frequent urination that have been getting worse. It was noted that the ins was "not working like they thought it would". They attempted to adjust patient's stimulation, but forgot to push synch button on patient programmer. The patient had the ability to change programs and it was noted that stimulation was on and at p3, 2.6 volts. They increased stimulation to 2.9 volts and the patient confirmed stimulation was felt at strong comfortable level seated, sitting and walking. The patient also stated that the last time the stimulation was adjusted, they felt stimulation more severely when he would get in and out of the car. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that she just got use to feeling stimulation severely more when getting in and out of the car. The healthcare provider was aware of the reported issue.

Manufacturer narrative:
Upon further review h6 updated. If information is provided in the future, a supplemental report will be issued.